Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 65% to 5% while connected to a power source. Following the battery drop the customer was having difficulty charging the pump despite the attempt of multiple usb cables. The customer's blood glucose (bg) level was impacted (316 mg/dl). A correction bolus was delivered to address elevated bg level. It confirmed that the customer had alternate insulin therapy available.